Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected numbers or menus scrolling during testing. The device had cracked reservoir tube lip, case cracked at the display window corner, minor scratches on the lcd window, and scratched reservoir tube window.(B)(4)

Event description:
Customer reported via phone call, the buttons on the insulin pump weren't responding properly and it has been reoccurring for a couple of days. He would press a button and the device would scroll non-stop, it would stop with another button press. Customer was attempting to enter blood glucose for sensor. Customer's blood glucose was unknown. The arrow keys seemed to be sticking when pressed. Customer stated he didn't recall any significant event. However, he was working in the garage but doesn't recall bumping the device. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.